Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024 , the patient fainted due to the hypoglycemic event for which they were not alerted for. No cgm reading was reported from the event. A glucagon shot was provided by the patient themselves when they regained consciousness. No further treatment was reported to have been needed. There was no report of further medical intervention. The same day as the day of the event the patient received his flu shot. At the time of the report the patient was stable. Data was provided for investigation. A review of performance data shows that the patient's always sound feature was enabled at the time of the incident and his low alert was set to 4.0 mmol/l. The urgent low alert is fixed at 3.1 mmol/l and with the snooze feature set to 30 minutes. The urgent low soon alert is fixed to notify users when their estimated glucose values will reach 3.1 mmol/l within 20 minutes. At 8:06 pm on (B)(6) 2024 , the patient's estimated glucose values (egvs) dropped below the user low alert threshold and the system delivered an urgent low soon alert at full volume with an egv of 3.7 mmol/l. At 8:11 pm, the system delivered a second urgent low soon alert at full volume with an egv of 3.4 mmol/l. At 8:16 pm, the patient's egvs dropped below the urgent low alert threshold and the system delivered an urgent low alert at full volume with an egv of 2.9 mmol/l; this alert was acknowledged a minute later. The patient's egvs remained below the urgent low alert threshold until 8:46 pm and then crossed back into target range at 8:51 pm with an egv of 4.8 mmol/l. Data investigation shows the system performed as intended and delivered all intended audible and visual alerts on or around the alleged date of incident on (B)(6) 2024 . In addition, no similar issues which could have prevented glucose alerts from triggering were found around the date of incident. Although no alert/notification settings issue or similar issue was found during investigation, dexcom is unable to confirm that sound from the patient¿s smart device was delivered and perceived by the user at an audible amplitude on the date of issue. Therefore, dexcom is classifying this event as meeting criteria for reporting. The complaint of alert/notification settings issue is undetermined and the probable cause of the alleged event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.